Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
Additional information received on 10-jul-2024: as reported to coloplast, though not verified, legal representative stated the patient with this device experienced urethral pain, feels that urethra is obstructed, uti¿s, bladder pain, spasm of bladder, recurrent uti¿s, hesitancy of micturition, straining to void, incomplete bladder emptying, double voiding and crede, nocturia, some urinary retention and urethral strictures.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced discomfort, dysuria, exposure, hematoma, hematuria, infection and muscle spasms.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
Additional information received on 18-dec-2024: as reported to coloplast, though not verified, legal representative stated the patient with this device experienced dysuria, frequency, cystocele, urine cultures no growth, urine culture positive, bladder spasms, left pudendal neuralgia, pelvic floor myofascial dysfunction, pelvic floor dyssynergia, pelvic floor myofascial pain, sui, dyspareunia, voiding dysfunction.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced bladder spasms, incomplete bladder emptying sensation, double voiding and crede, nocturia, some urinary retention and urethral strictures.

Event description:
According to the available information in a duplicate record for this event: ¿the patient received aris sling on (B)(6) 2021. Patient reports having suffered from neuromuscular pain, dyspareunia, vulvodynia, groin pain, thigh pain, urinary issues, vaginal scarring, urethral scarring, bladder wall scarring, depression, and anxiety, as well as other symptoms and damages, including severe and permanent pain, suffering disability, impairment of mobility, impairment of sexual function, impairment of bowel and bladder function, subsequent surgical removal of mesh, loss of enjoyment of life, and economical damages. In addition, patient suffered from pre-existing injuries/conditions which were aggravated, exacerbated, and/or accelerated by implantation of aris device.

Manufacturer narrative:
A duplicate complaint record was noted for this event. Information from the duplicate record noted in h10 is now captured under this record.

Event description:
Additional information received on 22-aug-2025: as reported to coloplast, though not verified, legal representative stated the patient with this device experienced vaginal irritation, chronic bladder pain, neuropathic pain and pelvic pain.

Event description:
Additional information received on 10-sep-2025: as reported to coloplast, though not verified, legal representative stated the patient with this device experienced urethral spasms and cystitis.